Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing during an open gastric procedure, the needle broke and fell into the cavity of the patient. The disengaged component was retrieved. There was an extended incision of not more than 1 inch. There was no patient injury.